Manufacturer narrative:
The lens has been returned and it is currently under evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed from the patient's eye intraoperatively due to a capsule tear. An anterior vitrectomy was performed. The incision was enlarged to remove the lens and sutures were used. No additional information was provided. Reference MDR#1313525-2015-00430 for the delivery device involved in the event.